Event description:
Caller reported that t:slim x2 pump battery would not charge and a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting, the pump began charging using original charging supplies, and no further assistance was required.